Event description:
It was reported that the patient presented in the clinic for a device follow up. It was noted that the patient's implantable cardiac monitor exhibited noise episodes. The freeze capture included noise markers. Programming changes were discussed but not yet performed. No further information was available.

Event description:
New information states the patient was stable throughout the event.

Event description:
New information received states that programming changes were made, and the issue was resolved. The patient was stable before, during and after the event.